Event description:
It was reported that while calibrating, the system froze/locked up. System lock up could cause a total loss of all system functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.